Manufacturer narrative:
Patient ID is (B)(6). UDI not currently known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the air frame would not register due to geometry error being great than acceptable range. The sphere were switched out and the camera was re-positioned. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported during that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure, after taking a spin and starting the spine case, the site had to continue to adjust the camera to almost on its side to be able to track the navigation air frame. The spheres were switched out, but the camera still needed to be re-positioned.

Manufacturer narrative:
Analysis on the returned stealthair frame resulted in no failure being found through functional testing and visual/physical examination. Analysis stated that with the markers attached and fully seated, the returned frame displayed good geometry and divot error readings, verifying without issue. Tracking was normal. No problem found. If information is provided in the future, a supplemental report will be issued.